Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. Product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. Device evaluated by MFR : the pump and catheter were returned and analysis found no signification anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jan-09. The patient reported their doctor had reduced the amount they were getting because their pump was malfunctioning. This was determined when they went to refill it. The healthcare provider (hcp) took out more fluid than there should have been so they realized the patient was not getting what they were supposed to and did a test on the catheter and it found the catheter was malfunctioning. Therefore, they changed the pump out.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that at the refill on (B)(6) 2018 they expected 5.4ml and got 22.5ml back. At the dye study on (B)(6) 2018 they were unable to aspirate from the catheter access port (cap). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml fentanyl at 478mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced an increase in pain, and was unsure when it began. The believed it started in either (B)(6) or (B)(6) 2018. The patient had their normally scheduled refill on (B)(6) 2018 and the doctor told the patient that there was a volume discrepancy. The patient had a dye study done on (B)(6) 2018 and was told they need a revision/replacement surgery. The patient had the pump replaced on (B)(6) 2018, and 1-2ml of csf was aspirated from the catheter. The catheter was not replaced. There were no issues detected with the catheter, the pump segment was prophylactically replaced. It was reported that the issue was resolved at the time of the report. The cause of the volume discrepancy was undetermined. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.